Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to exhibiting noise and high pacing thresholds. No further adverse patient effects were reported.